Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, at 10 o´clock the patient experienced hyperglycemia and started having severe muscle cramps. The cgm reading was low, later cgm values were jumping 72-100 mg/dl. Based on the cgm reading the patient ate and drank sugary food and beverages. At some point the patient took a bg reading which was 600 mg/dl and the cgm was 80 mg/dl. An ambulance was called and the patient was taken to the hospital. There the patient was treated with IV medication (¿several infusions¿) and painkillers. The patient stayed at the hospital less than 24 hours. At the time of the report the patient was still experiencing minor vision problems. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.